Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient did not think the ptm was working for the last two days (relative to (B)(6) 2018). The patient powered on the ptm and reported seeing the main therapy screen with a bell on it, and when he tried to get a bolus, reported seeing code 8286 (empty reservoir) on the ptm screen. The patient did not report any symptoms. The patient was not due for a refill; he wasn't scheduled to see his healthcare provider (hcp) until the end of (B)(6) 2018. There were no further complications reported at this time.